Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, upon opening the device package, prior to use for an unspecified drainage procedure, the wire was kinked and "coming out of the coating part" of an amplatz extra-stiff support wire guide. The device had been stored in a vertical position. The package was not damaged. The device did not make patient contact. Another product was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The damaged complaint device was returned to cook for investigation. The mandril protruded approximately 1.4-centimeters through elongated coils, ten centimeters from the distal end. The distal weld was cut down and the safety wire was located, approximately five centimeters in, with scorching at the tip of the safety wire noted. This indicates that the weld connection was made; however, based on the evidence, it appears that the weld connection separated from the safety wire, allowing the coils to elongate and the mandril to protrude. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device; however, all affected product was scrapped. There are 100% inspections in place to capture the non-conformance. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although it is unknown when the damage occurred, because mandril protrusion was noted after opening the device, prior to a procedure, it is possible that the wire may have migrated from the spiral holder and became damaged during shipping or upon removal from the holder. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the device package, prior to use for an unspecified drainage procedure, the wire was kinked and "coming out of the coating part" of an amplatz extra-stiff support wire guide. The device had been stored in a vertical position. The package was not damaged. The device did not make patient contact. Another product was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient.